Event description:
At the beginning of an operating room case after the pt was preoxygenated for 5 minutes and given a small induction dose propofol and succinylcholine, intubation was attempted but unsuccessful. Mask ventilation was started immediately using the anesthesia machine bag as pt's oxygenation had dropped dramatically. This was not adequate so airway was established quickly with a cricothyrotomy. Ventilation was impossible with the anesthesia machine in the manual/bag mode so ventilation was reestablished with an ambu bag. Despite inotropic support the pt did not have adequate heart rate and blood pressure. The team diagnosed pulseless electrical activity and called a code blue and started to follow the acls protocol. Full CPR was administered with multiple doses of epinephrine and other emergency medicines. Adequate oxygenation was by blood gas. Pt did not survive the event. In reviewing the datalog of the anesthesia machine it was found that it was not working due to a leak in the co2 absorber. Upon examination of the unit, the co2 absorber was found to be loose. The co2 absorber had been replaced earlier in the day, but it could not be confirmed if a leak test was performed prior to this use.